Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons were unresponsive. The customer¿s blood glucose was unknown. Customer reported that the insulin pump had no delivery alarms and battery life also diminished. Customer stated that the scratches on the screen. Customer declined to spoke with technical support after reviewing malfunctions. The insulin pump will not be returned for analysis.